Event description:
It was reported that an incomplete bolus alert alarm occurred. Reportedly, the customer did not perform their bolus within the timeframe. Customer¿s blood glucose level was 506 mg/dl. A correction bolus was delivered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.